Event description:
A bovie cautery pen required disposal. Staff used gauze to break off the tip once cooled. The cautery cap was replaced making sure the operator button was locked over cap. (This follows manufacturer's recommendations). The pen was then disposed of in a sharps container. Ten minutes later the smoke detector alarm went off. The sharps container was on fire, melted through and contents fell into a biowaste can. The fire was extinguished, but there was damage to the procedure room and smoke and water damage to the clinic.